Event description:
The customer reported an airway leak with the lma-fastrach et tube (size 7.0) and noted the inflation line was separated from the ett. The problem was discovered while in patient use. The user facility returned the lma for evaluation. No further information is expected.